Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received some pictures from the customer which show a dafilon pre-printed box and the box label and product inside is from a supramid code c0712060 (supramid black 6/0 (0.7) 45cm ds12) and batch 621246. Therefore, the box label and the product match perfectly (supramid), but the pre-printed box is wrong (dafilon). According to the customer information received, only one box was received with this issue. This mistake took place at the moment of selection of pre-printed box of the product in manufacturing. The person who was conditioning the product, selected a wrong pre-printed box and did not notice that. At the moment of receiving the complaint there were (B)(4) units in our stock that were checked and there was not any box affected. As no pervious complaints have been received for this code-batch and the stock reviewed was correct, we consider that this is an isolated and accidental box. Final conclusion: taking into account that the pictures received show a product box that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: a corrective action (CAPA) has been opened for root-cause analysis and corrective actions.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with supramid suture. The client reported that it seems that the goods were labelled incorrectly. We ordered supramid and were delivered a box of dafilon labelled supramid. We do not really know what was delivered, dafilon or supramid. No further information received.